Event description:
Plate was implanted for treatment of an unlar non-union and broke an unknown postoperative date. The patient underwent revision. This was the patient's second revision.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. The device history record is in the review process.